Event description:
It was reported that the balloon tip was stuck in the stent strut. The target lesion was located at the arteriovenous fistula (avf). A 9.0 x 60, 75cm mustang balloon catheter was advanced after superficial femoral artery (sfa) stenting. However, the balloon tip became stuck in the stent struts, and the balloon catheter could not cross innova in-stent. The device was removed through the 8fr guiding catheter and the procedure was completed with another of same device. No issue was noted with the innova in-stent. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. E1 - initial reporter email: updated. H6 - evaluation method codes: updated. H6 - evaluation conclusion codes: updated.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that the balloon tip was stuck in the stent strut. The target lesion was located at the arteriovenous fistula (avf). A 9.0 x 60, 75cm mustang balloon catheter was advanced after superficial femoral artery (sfa) stenting. However, the balloon tip became stuck in the stent struts, and the balloon catheter could not cross innova in-stent. The device was removed through the 8fr guiding catheter and the procedure was completed with another of same device. No issue was noted with the innova in-stent. There were no patient complications as a result of this event.